Event description:
It was reported that the patient experienced pigmentation scarring, which required laser surgery to remove. On (B)(6) patient underwent knee orthoplasty and opsite post op visible was applied. The scarring was observed during a post operative visit on (B)(6).